Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "blocked". There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Additional information: distributor received pump and no data was found on event date. H6: code 3196 added. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be verified and the alleged data issue was verified.